Manufacturer narrative:
In the process of obtaining closure with the customer for a non-warranty malfunction, several dialogs occurred with the company sales rep. On (B)(6) 2011, the result of a f/u discussion with the sales rep led to the conclusion the initial product eval finding was incorrect. The failure was a detached service loop, which caused the helical retractor to dangle. There was no pt injury as the dangling helical retractor was fixed parallel to the device body and was safely removed from the pt. Although there was no indication of a mfg process issue (evidence of glue at distal end of the service loop), this failure mode is now being reported after written feedback from cdrh regarding this failure type.

Event description:
At the completion of device introduction in the pt, the distal end of the helix retractor service loop detached. The device was successfully removed and there were no adverse pt issues.